Manufacturer narrative:
(B)(4). Date sent: 2/21/2020. D4: batch # t93n67. H10=corrected data=d10. D10: device available for evaluation? Yes. D10: is device returned to manufacturer? Yes. D10: date device returned to manufacturer: 1/14/2020. Investigation summary: the analysis results found that the er420 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained ,and formed the remaining 13 clips as intended. In addition, a scissored clip was received inside of a plastic bag. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure when firing the clips they crossed each other instead of being aligned. It is unknown how the case was completed. No patient consequences were reported.